Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering insulin, and her blood glucose is over 500mg/dl every day. The customer did not feel comfortable and requested a replacement. No further information was provided.